Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female who had mentor smooth round moderate profile 625cc saline prostheses experienced bilateral capsular contracture (baker grade unknown) post procedure. This was diagnosed through an office visit. As a result, capsulectomy and removal without replacement was performed on (B)(6) 2022. See 1645337-2022-09299 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 12, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation on august 16, 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received with receipt of the device. It was clarified that the patient was not experienced capsular contracture as previously reported. The patient was experiencing chronic infections with pain bilaterally. Reason for device explant and/or reoperation: infection manufacturer¿s reference number: (B)(4).